Event description:
Customer received a high result and went to the hospital to double check the result. The hospital device read 117mg/dl and the lab result was 105mg/dl. No treatment was received at the hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.